Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single-use, device discarded.

Event description:
The customer reported a conflicting result with ID now covid-19 2.0 test kit performed on (B)(6) 2023. The result from the first test was positive. The repeat test generated a negative result. No additional patient information, including treatment and outcome, was provided.